Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the failure occurred after "electric fuse was defect, fiber card would not work." The case was completed with a "turp." Patient outcome: "no injury to patient." No additional information was provided.